Event description:
On (B)(6), 2012, the patient's physician reported that the patient's (B)(6) infection was not related to vns. The physician did not provide any additional information.

Event description:
A nurse reported that this vns patient had a chronic staph infection and possible device migration. The physician would likely refer the patient for vns explantation. Device manufacturing records were reviewed. The patient's generator and lead were both sterilized prior to distribution. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.